Manufacturer narrative:
(B)(4). Returned test strips produced lo readings and black chemistry was observed. Qc investigation of products returned determined most likely root cause is improper storage. Investigation 12/21/2015.

Event description:
Customer complains of e-5 error message. Customer is feeling well at this time. The e5 appeared when blood sample was applied to the strip. Customer was instructed that the e-5 is a test strip error. The customer denies any symptoms of: fatigue, excess urination, thirst, or blurry vision. The customer is using the proper technique. The customer feels well states that no medical attention is needed at this time. Customer confirms: the test strips are stored correctly and were not left out of the vial too long. The test strip was not dipped into the blood twice. The strip was not taken away from the blood prematurely. His hands are washed and dried completely before touching the test strip and that the tip of the test strip is not touching the fingertip. Test strips are within date and were open in (B)(6) 2015.